Event description:
It was reported that revision was done due to infected knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer .

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: in this case no correlation between any specific device property and infection can be established. Patient had some risk factor present in the form of an overweight condition but mainly had bad luck to sustain an infectious complication of her knee arthroplasty. Early intervention was adequate although there is no info on further outcome or infection is really under control. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: there have been no reported discrepancies for the referenced lot or sterile lot. Complaint history review: there have been no reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Additional devices listed in this report: cat 5510-f-302, lot edy6x, description: tri cr fem comp #3 r-cem; cat 5520-b-300, lot eepym, description: triathalon prim tib baseplate- cemented; cat 5551-g-278, lot ake6 description: triathalon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation.

Event description:
It was reported that revision was done due to infected knee.